Manufacturer narrative:
The product was not returned for analysis. A device history record review was performed and showed that this lot of products met all requirements per the applicable mfg quality plan. This review was extended to subassemblies, and confirmed that subassemblies met all requirements per the applicable mfg quality plan as well, including the burst test values. With the limited amount of info available and without the return of the product for analysis or films of the procedure, it is not possible to draw a clinical conclusion between the device and the event.

Event description:
It was noted that the balloon did not fold up properly during deflation after dilating a mildly calcified lesion in the superficial femoral artery. An indeflator was used, and there may also have been some difficulty fully deflating the balloon, as the reporting affiliate is unsure. The mixture ratio of contrast to heparinized saline solution was 1:1. The balloon was retrieved from the pt without difficulty or adverse consequence, and the procedure was completed successfully.